Event description:
Margetis, k., korfias, s., boutos, n., gatzonis, s., sakas, d. The role of intrathecal baclofen therapy in consciousness disorders associated with spasticity. Neuromodulation. 2013;16(5):e173-. Summary: persistent vegetative state and minimal conscious state are disorders of consciousness (doc) that can be the tragic result of brain injuries. These patients are usually also affected by moderate or severe spasticity. Intrathecal baclofen therapy (itb) is a therapeutic option for the treatment of spasticity in these patients, with the main goal being the facilitation of care rather than a functional improvement. Herein, we studied whether itb can potentially affect the doc in these patients. Reported event: two patients had their itb pumps prematurely removed due to complications. Master file. No related files. See attached literature.

Manufacturer narrative:
Additional information indicates that there was no product problem. (B)(4). Conclusion code no longer applies.

Event description:
Margetis, k., korfias, s. I., gatzonis, s., boutos, n., stranjalis, g., boviatsis, e., sakas, d. E. Intrathecal baclofen associated with improvement of consciousness disorders in spasticity patients. Neuromodulation. 2014; 17: 699-704. Summary: intrathecal baclofen (itb) pumps are a therapeutic option for persistent vegetative state and minimally conscious state patients that have associated spasticity. The authors investigated whether this treatment modality could affect their level of consciousness. In this prospective, open label, observational study, the authors implanted itb pumps, for the treatment of spasticity, in eight patients with disorders of consciousness (vegetative state and minimally conscious state) and followed them with the coma recovery scale-revised, the eastern cooperative oncology group (ecog) performance scale, and the modified ashworth spasticity scale. Reported event: a (B)(6) year-old male had an itb pump implanted. The pump was removed prematurely, 29 months after implant, due to wound dehiscence. Refer to manufacturer report #3007566237-2015-00852 for the second patient with a premature pump explant.

Manufacturer narrative:
(B)(4): actual event date was unknown. (B)(4).